Event description:
Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2007 that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) (patient gender, age and weight are unknown). According to the complainant, a jagwire was inserted in to the working channel of an endoscope for cannulation. During cannulation, the hydrophilic coating around the tip was found dislodged in the duodenal mucosa. The coating was removed from the patient and the procedure was completed with a hydrajagwire. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to the wire coming into contact with an external device.